Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug screws were evaluated and tightened. The system was tested and found to be working as intended and put back into service.

Event description:
There are no reports of pt injury or death associated with this event. It was reported the system shut down without command.